Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned to olympus for evaluation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device needle became dislodged at the handle and there was a separation of the metal part which was left in the working channel of the endoscope from the plastic part. The issue was found during an ebus diagnostic procedure that was completed with the same device. There were no reports of patient harm.